Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2015, the patient experienced instability. This adverse event was treated by a revision surgery on (B)(6) 2023, in which a gii ps hi flex isrt sz 3-4 9 was unsized and exchanged to a 11mm insert. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed revealed that the correct selection of the implant has been identified in warnings and precautions. The appropriate type and size should be selected for patients with consideration of anatomical and biomechanical factors. Failure to use the optimum size component may result in loosening, bending, cracking, or fracture of the component and/or bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, joint laxity or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.